Event description:
It was reported that the external pulse generator (epg) lower right button was broken off. The epg was returned for evaluation and s ubsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) lower right button was broken off. At analysis it was determined that the epg menu dial failed functional testing. It was noted that the upper case was broken around the menu encoder, the hanger was broken and modified, both output connectors were broken, the upper case and lower case were contaminated. The instrument was unrepaired due to expiration of service life. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.